Event description:
During a pta/stenting treatment procedure the tip of the guide wire appeared to stretch and become unraveled. The physician was attempting to advance a transhepatic diamond biliary stent to the target lesion and was unable to cross the stenosis. The physician then began to withdraw the system when the tip of the guide wire caught on something, causing removal difficulties. The guide wire and the stent system were removed together and another device was used to successfully complete the procedure. After removal it was noted that the tip coil of the wire was stretched and appeared to be unraveling. The pt is reported as 'good' following the procedure; no injury or complications were reported.